Event description:
It was reported in clinic notes sent for the patient¿s replacement due to low battery that the patient had a history of status epilepticus immediately after vns requiring approximately three days of hospitalization. The patient was replaced due to battery depletion. Programming history was reviewed for the generator. At the time of implant, the diagnostics were within normal limits. No anomalies were seen. No additional or relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: age at time of event inadvertently listed incorrectly. Corrected data, initial report: timeline of events inadvertently incorrectly reported. Replacement of device due to low battery was not related or relevant to the reported event. Corrected data, initial report: diagnostics and settings from (B)(6) 2006 inadvertently reported as diagnostics and settings from (B)(6) 2019. Corrected data, initial report: explant date inadvertently reported.

Event description:
Following implant of the device, the patient experienced status epilepticus that required hospitalization for three days. Further information was received from the physician that the cause of the status epilepticus was not implant surgery or vns stimulation. Instead, the physician attributed the event to the patient¿s underlying epilepsy condition as well as the patient missing several days of medication due to a delay in the patient¿s pharmacy filling the medication. No other relevant information has been received to date.